Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the pen ndl 32g 4mm hp 100 box 1200 ca was unable to deliver insulin/medication and unable or difficult to prime. The following information was provided by the initial reporter: consumer stated, no insulin flow when taking injection and sometimes priming stated, she goes through more than two needles to get a successful prime does not re-use and always primes before us no injury to report. Lot: 9338808, catalog: 320555, date of event: unknown. I have type 2 diabetes and this is the product that I use 4 times a day for my insulin injections. This current box of needles that I have, has a lot of faulty needles that I call duds. Normally I wouldn't make an issue, but I just went through quite a few needles that did not work.

Manufacturer narrative:
H.6. Investigation: no samples were returned therefore the investigation was performed based on the photos provided. 2 photos of a shelf carton for pen needles from lot# 9338808 were provided. Consumer stated no insulin flow when taking injection and sometimes priming. The photos were reviewed, however, only the shelf carton was captured. No defects regarding a needle clog on pen needle devices were observed in the photos provided, therefore, the alleged issue could not be confirmed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h.10.

Event description:
It was reported that the pen ndl 32g 4mm hp 100 box 1200 ca was unable to deliver insulin/medication and unable or difficult to prime. The following information was provided by the initial reporter: consumer stated, no insulin flow when taking injection and sometimes priming stated, she goes through more than two needles to get a successful prime does not re-use and always primes before us no injury to report lot: 9338808. Catalog: 320555. Date of event: unknown. I have type 2 diabetes and this is the product that I use 4 times a day for my insulin injections. This current box of needles that I have, has a lot of faulty needles that I call duds. Normally I wouldn't make an issue, but I just went through quite a few needles that did not work.